Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was resistance when loading the cartridge. It was unable to be determined if the issue was the needle or the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.